Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the leakage of the safety disk and checked the operation of the solenoid valve, and there were no problems. Also. The fse checked the performance test of the compressor and it was fine. The equipment worked fine.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit displayed circuit leak (gas loss) and (gas inflow)" alarm frequently.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.